Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm harmonic ace instrument for failure analysis investigation. The instrument was analyzed and visual inspection found no damage. No damage was found to the teflon pad. No damage to the blade and no missing pieces was found. No product issue was found.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during da vinci-assisted surgical procedure, the teflon pad of 8mm harmonic ace instrument fell off. The procedure was completed with no reported injury.